Manufacturer narrative:
Corrected h6: removed b15.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B3: the date of event is unknown. Therefore, the online publication date of the literature article is used as date of event. Literature citation: alnutaifi, r., khayyat, w.w. And alqahtani, f.s. (2025). Gore-tex suture¿associated endophthalmitis in a young patient. Ophthalmic surg, lasers imaging retin. 56(5), pp. 306-308. Doi:10.3928/23258160-20250124-02. Gore has made multiple attempts to acquire additional information to classify a specific device problem, implant dates, device identification, patient details/treatment, as well as clinical perspective of the gore device in relation to the reported event from the corresponding author. The author has not provided any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. Neither images enabling direct assessment of product performance nor products were returned for evaluation, therefore, a device evaluation could not be performed. This complaint was initiated based on a reviewed literature article, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed, published online on march 1, 2025: alnutaifi, r., khayyat, w.w. And alqahtani, f.s. (2025). Gore-tex suture¿associated endophthalmitis in a young patient. Ophthalmic surg, lasers imaging retin. 56(5), pp. 306-308. Doi:10.3928/23258160-20250124-02 this report presents a case of gore-tex® suture associated endophthalmitis in a young patient. The patient was a 21-year-old man with a history of penetrating eye injury at the age of 6 years old and aphakia, who underwent scleral-fixated intraocular lenses (sfiol) placement using gore-tex® suture at age 19. Eighteen months after surgery, he presented with acute pain, decreased vision, conjunctival hyperemia, and an exposed gore-tex® suture. He was initially treated with topical antibiotics, but his condition rapidly progressed to infectious endophthalmitis, presenting with worsening vision, hypopyon, lid swelling, corneal edema, and dense vitreous opacities. A vitreous tap confirmed haemophilus influenzae infection. Following diagnosis and in an effort to manage the infection, the patient underwent surgical removal of the exposed suture and intraocular lens (iol) as well as receiving intravitreal antibiotics. Postoperative recovery at 3 months showed improvement in symptoms.